Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch record for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) pt reported a fluid leak during treatment. During treatment she heard a loud pop sound and the cassette popped out of the cycler and began to leak. The pt contacted her pd nurse. The set was not made available for eval. During follow up the pt's pd nurse reported the pt did not have any signs of infection. She was not prescribed any antibiotics.